Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rtt / batch 15221576 was returned for investigation. Visual evaluation of the device noted that the needle was detached from the suture. Additionally, signs of crimp were observed on the end of the blue suture, and it was noted that the suture tail was stiff. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the loops were found to function as required. An (B)(4) was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl with quadriceps tendon surgery the thread did come loose from the needle during the first stitch. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.